Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had been experiencing high blood glucose (bg) levels (500 mg/dl). The customer thought that the cause of the high bg was due to vacation stress. Upon returning home, the bg stabilized; however, the high bg returned. As the event had occurred in the past, tandem technical support advised the customer to discuss the high bg with a healthcare provider.